Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5594 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported by the patient that they have been very tired since the device implant, especially in the mornings. The patient's energy level has gone down and they are feeling "anxious". Follow up on the device was attempted, but could not be obtained. The device is still in use. No further patient complications have been reported as a result of this event.